Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). The clip was inside the patient anatomy when the physician realized the posterior gripper would not lower. They opted to remove the clip and use another to proceed. Once outside the patient anatomy, the gripper was only able to lower by hand.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined there is no indication of a product quality issue with respect to manufacture, design, or labeling.